Manufacturer narrative:
The end user resolved the issue. There was no ge healthcare repair. Block a: no report of patient involvement. Legal manufacturer: gehc trout - 3114 n grandview blvd. USA waukesha, wi 53188.

Event description:
It was reported that there was a malfunction during maintenance resulting in potential loss of oxygen therapy. There was no patient involvement.